Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient came in with filthy dressings. The external wire was cut off. This issue had been resolved. Additional information was received from a healthcare professional (hcp). The hcp reported that there were filthy dressing mold and the patient had them on for a few days. This was likely due to poor patient care of the dressings.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence the trial started (B)(6) 2024. It was reported that the lead migrated patient stated that the device disconnected and fell off. The patient was able to reconnect device, but now the device is very loose again and about to fall off.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence the trial started (B)(6) 2020 it was reported that the lead migrated patient stated that the device disconnected and fell off. The patient was able to reconnect device, but now the device is very loose again and about to fall off

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.